Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 295 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.